Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/10/2015 with the following findings: the battery compartment was found to be cracked at the top and the bottom traveling to the bumper. Unrelated to the initial complaint, the display was found to be dim with red letters. All of the keypad buttons were found to be intermittently unresponsive to testing. There was no evidence of physical damage on the keypad observed. The keypad was removed for further investigation and contamination was found under all of the button contacts. The battery cap threads were found to be stripped making it unable to be secured; a test battery cap was able to be secured and was used for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that there was a crack in the battery compartment. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).